Event description:
The plates affected by the recall are titanium 1 /3 tubular plate 3.5 - 3 round hole of the screw diameter 3.5 without a thread from our range of standard osteosynthesis implants. The item numbers and batches stated were manufactured out of specification. The relevant plates may have micro fissures which could impair mechanical stability. Batches other than those mentioned do not have this problem and are therefore not being recalled. The 1/3 tubular plate 3.5, 3 round holes, l 41; pg 3513-03-2 l001 1/3 tubular plate 3.5, 3 round holes, l 41 titanium; pg 3513-03-2 l002 1/3 tubular plate 3.5, 3 round holes, l 41 titanium; pg 3513-03-2 l003 1/3 tubular plate 3.5, 3 round holes, l 41 titanium; pg 3513-03-2 l004 1/3 tubular plate 3.5, 3 round holes, l 41 titanium; pg 3513-03-2 l006 1/3 tubular plate 3.5, 3 round holes, l 41 titanium; pg 3513-03-2 l009 1/3 tubular plate 3.5, 3 round holes, l 41 titanium; pg 3513-03-2 l010 1/3 tubular plate 3.5, 3 round holes, l 41 titanium.